Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x-ray was blocked and the device was giving an error indicating no space for images. The rse verified the error and found that the system was not communicating with pacs (picture archiving and communication system). To resolve the issue, the rse requested the hospital it for duplicate ip address with the printer. The rse also recreated the image storage in the database followed by rebooting the system. The system displayed more than 100,000 free spaces for images after the reboot. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.